Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
A baxter sales representative (bsr) reported to product surveillance of a clearlink catheter extension set in which reflux was detected. There was no patient injury nor medical intervention reported. Since blood was involved this occurred during patient use. The customer stated that the nurse's do not choose to use a positive pressure flushing technique; that is why they have reflux issues; they refuse to use the positive pressure flushing technique. No additional information is available.